Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. Customer reported removing the battery out of the insulin pump and a battery out limit alarm occurred after. The customer reported they were unable to clear the alarms. Customer also reported a crack was present on the threading of the battery cap. Customer also reported the insulin pump was exposed to moisture. The customer's blood glucose was 326 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no act button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify battery out limit alarm due to no button response. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.